Manufacturer narrative:
(B)(4). The analysis results found that one reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The cartridge was disassembled to verify the integrity of the internal components and no abnormalities were found. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure the device did not staple but cut. Bleedings occurred. Only one staple has been seen, changed reload, took the same stapler and it functioned well. Procedure was prolong by 35 minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: procedure: open lobectomy of the lung. Ets35 with a white magazine did not staple but cut. Strong bleedings occurred from lobar vein. It took 35 minutes to manage this complication. No blood transfusion was necessary. Only saline infusion solution was used. Only one staple was observed and this staple did not have the proper b form. It was also observed that the staple drivers extremely stuck out of the cartridge (as if there was no resistance by a staple). Very experienced user. The surgeon used the same stapler with another reload and it functioned well. Patient is fine and has already been discharged from hospital.